Event description:
It was reported that a relion® insulin syringe had a plunger that was difficult to move when drawing medication, this occurred 20 times, but the date/time and or patient information is unknown. In one instance the plunger pulled out of the syringe.

Manufacturer narrative:
Investigation summary: customer returned a total of 67 syringes: (7) loose 3/10 8mm, 31g insulin syringes and (6) sealed bags of 10 relion 3/10cc, 8mm, 31g insulin syringes each. Customer states the plunger is difficult to move when drawing medication and in one instance the plunger pulled out of the syringe. The returned syringes were examined and the following was observed: all 7 syringes returned loose, all were tested and the plunger moved without difficulty ¿ no defect observed. Out of the 60 remaining returned syringes, 30 were randomly selected and also tested for plunger movement. All exhibited a plunger that moved back and forth as expected (without difficulty). A review of the device history record was completed for batch # 8211750 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringe had a plunger that was difficult to move when drawing medication, this occurred 20 times, but the date/time and or patient information is unknown. In one instance the plunger pulled out of the syringe.